Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead three years prior due to high pacing impedances. In addition, high thresholds were noted. It was further reported that a rise in impedance with high thresholds had been observed for several years following the initial alert. The output was reprogrammed accordingly during a routine device changeout. An alert was triggered six months later due to high/undefined pacing impedance, and the lead was subsequently abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.